Event description:
Patient presented with knee pain so the surgeon removed listed implant and placed new femoral component. It was a left knee.

Manufacturer narrative:
An event regarding pain involving a avon pat/fem joint sml was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated that all devices accepted into final stock met specifications. Complaint history review. There have not been any other events for the lot referenced. The exact cause of the reported pain could not be determined. The reported event noted patient presented with knee pain so surgeon removed listed implant and placed new femoral component. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Patient presented with knee pain so the surgeon removed listed implant and placed new femoral component. It was a left knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.